Manufacturer narrative:
(B)(4). Results: (death, endoleak, perforation), (frail and thin aortic neck, moderately tortuous iliacs). Conclusions: (frail and thin, moderately tortuous iliacs).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as the aortic neck was frail and thin, moderately tortuous iliacs with no calcification; no aortic neck angulation; aortic neck diameter of 18 mm to 19 mm at the renal arteries. The endurant bifurcated stent graft (ref MFR#2953200-2011-01125) and the contralateral iliac limb and the stent grafts appeared fine. The physician elected to model the stent graft with a reliant balloon and in the proximal portion of the bifurcated stent graft with a blushing was noted and it was suspected that the proximal neck aorta was either perforated or the stent graft was torn. (Ref MFR#2953200-2011-01126). An aneurx aortic cuff was implanted and this area looked good; however, after modeling/ballooning this device, the aneurx aortic cuff (ref MFR#293500-2011-01127) had moved up and covered the renal arteries. The physician used the balloon to pull the aneurx aortic cuff down, however, the aneurx still covered the renal artery. The physician then stented the left renal artery with a bare metal stent, using the chimney technique, via a brachial artery entry. The angiogram demonstrated that the aneurx aortic cuff did not appear to be apposed to the bifurcated stent graft and there was a proximal type I endoleak. The physician implanted two 16 mm iliac limbs inside of the 20 mm into the aortic cuff side by side, which resolved the endoleak. The patient had a cardiac arrest and resuscitation was started. The patient was taken to the operating room; however, the patient expired due to complication of the procedure. (Ref MFR#2953200-2011-01128 and 2953200-2011-01129).